Event description:
It was reported that there was a lead warning. It was also reported that the right ventricular (rv) lead had high impedance and was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned in segments, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, the defibrillation conductor was cut , there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. It was visually noted that it could not be determined at this time how the blood entered the superior vena cava leg of the lead.